Event description:
It was reported that due to connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Should additional information be received a supplemental report will be submitted. Additional information was received that the patient had difficulty inflating his device with fluid loss, this occurred two weeks ahead of surgery. The patient is now well.

Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. No connectors were received. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Should additional information be received a supplemental report will be submitted. Additional information was received that the patient had difficulty inflating his device with fluid loss, this occurred two weeks ahead of surgery. The patient is now well.